Event description:
Clinician noted a strong burning smell from one of the treatment rooms. The clinician investigated and found that a paracare was the source of the burning smell. Upon evaluation of the paracare device, the clinician noted that paracare wax had turned brown. The clinician also noted the appearance of a hole in the bottom of the device. The clinician removed the device from service. No injury occurred with the device.

Manufacturer narrative:
The device has been received and is currently under evaluation. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.